Event description:
(B)(4). Ongoing pain/discomfort in my stomach. Constant diarrhea. Hair loss, weight gain (can not lose no matter what or how hard I try).

Event description:
(B)(4). Forgot to mention the most important...joint pain. My right shoulder, right hip and right knee hurt. Some days, severe pain and others not much at all.